Event description:
Additional information received indicated that the reason for the ipg replacement was due to ineffective therapy caused by not recharging ipg.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has a surgery wherein the ipg was explanted and replaced. The reason for the explant is unknown.